Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 6/21/2023, it was reported by a sales representative via sems that a 976000100 angel centrifuge had an issue, the machine consistently was not outputting prp after the final spin. No case/patient involvement.

Manufacturer narrative:
Complaint couldn't be confirmed due to the damaged condition of the received device. The most likely cause of this event is the shipping conditions. Refer to the investigation result attached memo. Visual evaluation found two large cracks in the centrifuge lid.